Event description:
Info was received regarding a female pt who received an injection of restylane injectable gel (injectable dermal filler) in 2008 to the nasolabial folds. Anesthesia in the form of dental block, 1% xylocaine was used pre-procedure. Additional procedure included botox injection to the glabella region. Medical history included previous restylane and botox use to the same area without difficulty and thyroid removal recently (date not provided). Concomitant medications included levothyroid. Approximately one week after receiving restylane, the pt experienced broken capillaries (capillary disorder). The following month, the pt presented at the physician's office and the broken capillaries were still present. The physician reported considering laser treatment. At the time of this report the event was ongoing. Lot numbers reported 9340/expiration date 07/2010, and lot number 9188/expiration date 03/2010.

Manufacturer narrative:
Additional info: lot# 9188. Expiration date: 03/2010.